Manufacturer narrative:
This lead was capped due to noise. Damage due to twiddler syndrome was also discovered during the explant. Lead was replaced.

Manufacturer narrative:
This lead was capped due to noise. Damage due to twiddler syndrome was also discovered during the explant. Lead was replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise is present on all channels leading to several vf detection episodes. During in-office testing, they were able to recreate the noise through postural testing. All values were within range and unremarkable. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available this file will be updated.